Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device has nicks and scratches, dents on the surface of the device .the device shows signs of extensive use. A functional evaluation confirmed the broach handle is loose, which would cause the device not to function as intended. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that after thr surgery the synergy broach handles is loose the procedure was completed without delay using the same device. No patient injuries or other complications were reported.